Event description:
Pt had ibex interbody fusion in 2005 with pedicle screw fixation, spf, and infuse bone graft. The hardware failed at the point of bone screw interface bilaterally. The pt had hardware removal and reinstrumentation in 2006. Pt is stable and has pain.

Manufacturer narrative:
Add'l catalog# 9400, 94049. Add'l lot# unk, 156172.